Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that there was a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received undeployed with the pink slider not visible in the viewing window. The device deployed during opening of the device. Download data did not show any timeouts or drive stalls during the run. The device was deactivated after 57 pulses, completing first and second prime. On the reservoir and top housing scratch marks were found indicating interference with the linkage assembly. The interference was caused by misalignment of the linkage assembly. The interference damaged the linkage assembly. The interference prevented the device to deploy. It was concluded that the misalignment of the linkage assembly prevented the deployment of the device.